Event description:
It was reported that the day after implant, the patient was seen in the emergency room after experiencing abdominal thumping, hiccups, shortness of breath, cough and palor. The shortness of breath was due to fluid overload. The thumping and hiccups were attributed to diaphragmatic stimulation. The left ventricular lead was reprogrammed and the lead remains in use. Approximately two weeks later, the patient was seen again in the emergency room with symptoms of mild chest discomfort, fever, nausea, vomiting and diarrhea and worsening dyspnea. A pocket hematoma was diagnosed and the patient was started on antibiotics. The blood culture came back negative for infection. The device remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.